Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On( B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was over responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jun-2018 with the following findings: during investigation, there was no peeling or damage to the keypad. The ok keypad button was over responsive. The down arrow, up arrow, and contrast keypad buttons functioned appropriately. The keypad was removed to find the ok button contact was cracked. No evidence of contamination was found under the button contacts. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.